Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose level was 347 mg/dl. The customer was treating her blood glucose level with a backup insulin pump. The customer changed the battery but the insulin pump's display did not returned. The customer was advised to revert to backup plan until the replacement battery cap arrived. The device was not returned.